Manufacturer narrative:
A spacelabs product support specialist (pss) reviewed xtr logs and found the channel tuned to xtr19 and unable to communicate with a quad receiver card (qrc). The pss disabled the qrc and moved the channel to prevent reoccurrence. The pss worked with a hospital biomedical engineer to evaluate the telemetry system and was unable to duplicate the reported issue. The qrc was found to be working as expected. At this time, the cause of the reported issue could not be determined.

Event description:
Spacelabs healthcare was notified that xhibit telemetry receiver (xtr) bed 6630 system disappeared from both xhibit central stations. There is no patient or user harm reported with this event.